Event description:
Boston scientific received information that this right atrial (ra) lead had exhibited low impedances of less than 200 ohms in the past. During the last device interrogation, no out of range impedances were measured. The lead remains implanted and measurements are all within normal ranges. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this lead was surgically abandoned and successfully replaced at a recent change out procedure due to oversensing. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.